Manufacturer narrative:
This report is for an unknown expedium verse screw/unknown lot. Part and lot number are unknown; UDI number is unknown. Potential part numbers are 199723545 or 199723540. Additional product code: pml. Complainant part is not expected to be returned for manufacturer review/investigation. A photo investigation was completed: the device was not returned for investigation. A photo investigation was completed on the provided x-ray. The x-rays were reviewed and the expedium screw can be found broken in its implanted position. The root cause of this issue cannot be determined from the available information. A manufacturing record evaluation could not be performed as no lot number information was available. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The complaint condition of broken could be confirmed based on the x-rays. During the investigation, no product design issues, or discrepancies were observed. No manufacturing issues were noted during investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(6) reports an event as follows: it was reported the surgeon found an expedium verse screw had a broken tip on a post-surgical MRI. The tip is located inside the vertebral body, currently without problems for the patient. This report is for an expedium verse screw. This is report 1 of 1 for (B)(4).